Event description:
Pt had tvt bladder suspension performed in 2002. Pt had a cystoscopy and removal of a foreign body from their bladder in 2003. Pt had erosion of a tvt tape through the bladder wall causing urinary stone formation.